Manufacturer narrative:
Device passed the displacement test and self test. No frozen display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frozen screen. Customer stated that the screen was not completely blank. No harm requiring medical intervention was reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.